Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s current blood glucose level was 451 mg/dl. The blood glucose value was 521 mg/dl and 200 mg/dl at the time of incident. Customer treated with syringe and insulin pump for high blood glucose. Customer stated that they were hospitalized due to high blood glucose. Customer was off the device prior to hospitalization for less than 48 hours. The product will not return for the analysis.